Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: the complaint product was received in its original packaging carton along with the original labels, patient/iol implant cards, dfu, and daisy wheel in which the complaint lens was housed. Visual inspection under magnification revealed viscoelastic residue on the lens'' optic body and haptics. The lens was observed to be cut across the optic body but it wasn't completely separated in two pieces, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsule broke and there was no support for the intraocular lens(iol) in the patient's right eye. A vitrectomy was required. The lens was removed and replaced during the same procedure. The procedure was completed successfully using a non-johnson & johnson. No other medical or surgical intervention was required and the patient was doing good at the time of discharge. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.